Manufacturer narrative:
During laboratory analysis, the product surveillance technician (pst) observed no failure with the lab use only (luo) electronic patient gas system (epgs) to calibrate or display proper fraction of inspired oxygen (fio2) and air flow with the returned oxygen (o2) sensor and flowmeter installed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
(B)(4). Since the middle of (B)(6), the customer has had issues calibrating the epgs. After calibration with oxygen concentration at 60%, the display value showed 80%.

Event description:
It was reported that during priming of the device for a cardiopulmonary bypass procedure, the customer had to attempt calibration of the electronic patient gas system (epgs) 4 -5 times before it was successful. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded per subsidiary, the oxygen concentration in-accuracy was related to the calibration failure. Replacement of the oxygen sensor resolved the calibration failure. The flow meter replacement resolve the concentration inaccuracy. The subsidiary service associate checked the voltage in field. He could not confirm failure of oxygen sensor.